Event description:
It was reported that the patient was admitted to the hospital with chest pain. It was further reported that the right ventricular (rv) lead had no capture, rising impedance and rising to high threshold. A CT scan revealed the lead had perforated the heart wall. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.